Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. Additional information was added to f10/h6 (medical device problem codes and component codes). H6 (type of investigation): replace b17 with b01. H6 (investigation findings): replace c20 with c19. H6 (investigation conclusions): replace d15 with d14. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the main body was damaged. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition of a leak with the twist clamp in the closed position was not verified. The cause of the damaged main body could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had fluid flow with the twist clamp closed. The transfer set line key had wear that did not allow the clamp to be properly closed. This issue was identified during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.